Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure when we the e-sep pencil was plugged in, the cut light went on immediately. It feels as though the ¿cut¿ switch is in the stuck on position. The pencil compared to another cautery pencil and the cut button clicked normally on the good pencil and feels stuck on the defective one. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. This is report # 2 of 2.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available.

Event description:
It was reported that during a procedure when we the e-sep pencil was plugged in, the cut light went on immediately. It feels as though the ¿cut¿ switch is in the stuck on position. The pencil compared to another cautery pencil and the cut button clicked normally on the good pencil and feels stuck on the defective one. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported. This is report # 2 of 2.